Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. There is no indication the access accutni+3 reagent was returned for evaluation. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. There was no report of issues with any other samples or assays. In conclusion, the cause of this event cannot be determined with the available information. All mdrs associated with this report: 2122870-2016-00124, 2122870-2016-00139.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for two (2) patients. This report addresses the elevated access accutni+3 results generated on (B)(6) 2016. An elevated access accutni+3 sample from the first patient (designated as patient 1) was questioned when a second sample from the same patient (designated as sample 2) generated a "normal" access accutni+3 result. Both samples were repeated on the same access 2 immunoassay system and "reproducible" results were generated. The original, elevated result was reported outside of the laboratory for patient one (1). The patient was transferred to an alternate facility, but the customer does not know if the transfer was due to the elevated access accutni+3 result. Mdr2122870-2016-00139 addresses the elevated access accutni+3 results generated on (B)(6) 2016. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. The patient samples were collected in green top tubes and were centrifuged for three (3) minutes at in a stat spin centrifuge at an unknown speed. No issues with sample integrity were noted by the customer.